Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) performed a high sensitivity system check which failed to meet specifications. Adjustments were made to the ultrasonics for reagent pipettor 1, preventive maintenance activities were performed and ultimately the pipettor 4 transducer was replaced. The instrument was subsequently verified against published performance specifications, and was returned into service. Although hardware and sampling handling may have been contributing factors, a definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-03066, 2122870-2011-03067.

Event description:
The customer reported that an erroneous total thyroxine (tt4) result was generated for one patient sample and a imprecise thyroid stimulating hormone (tsh) result was generated for another patient sample from a unicel dxl800 access immunoassay system on two days. This is report two of two and represents the imprecise initial tsh patient result generated for one patient sample on (B)(6) 2011. The initial result was higher than expected and above the assay's normal reference range. The initial result was reported outside of the laboratory and questioned by the physician. Upon multiple repeat testing on the same and different instrumentation, the results were still above the normal reference range but outside of the assay's stated precision claim. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a lithium heparin tube and was centrifuged prior to testing. The customer indicated that the sample was collected off-site and hence it is unknown as to whether sample handling or pre-analytical factors could have contributed to the erroneous result. The customer did not believe that the sample was refrigerated prior to testing. Beckman coulter inc. Labeling indicates to refrigerate the sample if it is not to be processed within eight hours, and to freeze during shipment. All levels of instrument tsh quality control results recovered within customer established specifications during the timeframe of this event. No specific patient information was provided by the customer.